Manufacturer narrative:
Insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and displacement accuracy test. Insulin pump passed the dat at 0.08770 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was unknown at the time of incident and the current blood glucose level was 158 mg/dl. Customer alleges insulin pump was under delivering because during basal the blood glucose would go up but bolus would bring it down. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer reported no symptoms related to high blood glucose events. Customer stated that the drive support cap appears normal. The device will be returned for analysis.